Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be low a and b slurry calcium concentration. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the balloon in the catheter was not properly blowing up, when blowing up the balloon to get into the bladder, so the patient changed the catheter last month. Also, the patient went to change out again on (B)(6) 2020 as the rest of the catheter did not work either with same defect and the patient went to doctors where the doctors gave 2 catheters out of which one of those catheter was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon in the catheter was not properly blowing up, when blowing up the balloon to get into the bladder, so the patient changed the catheter last month. Also, the patient went to change out again on (B)(6) 2020 as the rest of the catheter did not work either with same defect and the patient went to doctors where the doctors gave 2 catheters out of which one of those catheter was defective.